Event description:
The device was explanted when it was reported that the patient was inappropriately shocked. The leads were checked with analyzer and found to be okay. When leads reattached to defibrillator, the competitive ventricular lead exhibited an impedance greater than 2500 ohms and would not capture the ventricle.